Manufacturer narrative:
Act and esc buttons did not respond due to corroded keypad traces. Unable to verify unexpected restart alarm due to button keypad anomaly. Insulin pump received with cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.